Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
While moving the alinity m instrument from the crate to the refresh laboratory, the field service engineer's (fse's) foot was injured when it was stuck under the outer frame of the instrument on the right-hand side. The fse was wearing personal protective equipment (ppe) and safety shoes. While pushing the instrument, a sharp edge of the frame cut through the safety shoe and shredded the skin on the right foot (cut is about 3-4 cm long). The fse was carried to local medical center for further treatment and wound disinfection. No blood diagnostics were performed. The fse was previously vaccinated against hbv. The wound was flushed and disinfected. The fse received stitches, and the wound was bandaged sterile. A follow up was performed by local doctor on (B)(6) 2024. The fse was given a new sterile bandage. The wound has not become infected.

Manufacturer narrative:
Investigation into this complaint included a nonconformance/CAPA history review and a complaint history review. The investigation is as follows: CAPA / non-conformance review: a search of nc/CAPA records was performed for any instances of injury during the transportation of alinity m system. The query did not identify any quality record related to an injury while transporting alinity m system, ln 08n53-02, within two years of the complaint under investigation. Existing data review: a review of current labeling/warnings/hazards in the alinity m service manual concluded to be sufficient in preventing/mitigating any potential hazards/physical injuries while performing service procedures on the alinity m system. Complaint history review a complaint search was performed to identify past complaint tickets related to injuries sustained while transporting alinity m systems ln 08n53-02. The complaint history review showed that in the two years prior to the entered (origination) date of the complaint tickets under investigation, no additional related complaints were identified, pertaining to injuries sustained while transporting alinity m systems ln 08n53-02. Complaint trending was most recently completed. The upper control limit was not exceeded, and no adverse trend was identified for the alinity m system ln 08n53-02. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.